Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53. An evaluation is in process.

Event description:
The customer observed (B)(6) results while using architect hbsag reagent. The following data was provided. (B)(6). (B)(6) confirmatory test was (B)(6). Siemens centaur hbs ii, hbsag method was (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included complaint text review, a search for similar complaints, device history review, instrument log review, service history, labeling review, and field data review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Service history review identified no contributing factors to the customer issue. Labeling was reviewed and found to be adequate. Review of field data showed the complaint lot median value was within the range of other lots in the field between april 2, 2017 and march 31, 2018. Patient data was analyzed showed the complaint lot patient median result was within established control limits. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. Suspect medical device 4. Catalog number and lot number was changed to arch i2000sr, ln 03m74-97, sn (B)(4), arch hbsag conf ln 02g23-25, ln 80273fn00 from architect i2000sr analyzer list number 03m74-97, serial number (B)(4).

Manufacturer narrative:
Evaluation of the customer issue included complaint text review, a search for similar complaints, device history review, instrument log review, service history, labeling review, and field data review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Service history review identified no contributing factors to the customer issue. Labeling was reviewed and found to be adequate. Review of field data showed the complaint lot median value was within the range of other lots in the field between (B)(6) 2017 and (B)(6) 2018. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. Remove statement regarding established control limits from section. Concomitant medical products was changed to arch i2000sr, ln 03m74-97, sn (B)(4), arch i1000sr, ln 01l86-01, sn (B)(4), arch hbsag conf, ln 02g23-25, ln 80273fn00, from architect i2000sr, analyzer list number 03m74-97, serial number (B)(4). No changes to the suspect device were made.